Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Leading up to the alarm, the customer had the insulin pump in his pocket during a bicycle ride. The customer's blood glucose was 130 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump act button did not respond, due to moisture damage on keypad trace. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.